Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. Investigator's was unable to repeat customer's reported problem. No problem was found with the pump displaying "double beep with cassette" alarm message during the investigation. Visually inspected the pump's event history logs showed "no disposable" alarm message after pump start. The "double beep with cassette" issue possible was caused by faulty downstream occlusion sensor. Investigator's recommend the downstream occlusion sensor to be replaced as a preventative measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep with cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.